Event description:
It was reported that (1) device was used during a colon procedure. It was reported by the affiliate that the tsg45 instrument would not reopen. Another instrument was used to complete the case. There was no consequence to the pt.